Event description:
Device issue: tip detachment. Time of device issue: during unpacking. Adverse event: none. It was reported that during device unpacking, the white tip of the rx acculink was noted to be detached. The device was not used. There was no pt involvement. A second rx acculink was used successfully. Although requested, there was no additional info provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned acculink self expanding stent system (sess) is consistent with the sess being advanced over a guide wire and possibly inserted into the anatomy, which is not consistent with the reported info that there was no pt involvement. There was saline on the stent implant, which is consistent with the unit being prepared for use. The stent implant was stationary on the shaft between the markers with no damage noted, which is consistent with the fact that the stent was not deployed. The reported tip detachment was confirmed. The tip was separated at the guide wire lumen 2 mm proximal to the distal marker. The fracture face was stretched and jagged and the guide wire lumen was stretched for a length of 3 mm distal to the separation, suggesting force was applied to separate the material. There was no other damage noted to the sess. The handle slider was in the distal position and the handle lock was in the locked position, suggesting that the slider had not been retracted. During functional testing, after the stent implant was deployed, it was observed that the proximal portion of the guide wire lumen fracture face was stretched and jagged, consistent with the distal portion attached to the tip. There was black max adhesive present on the stent holder. Potential causes for tip detachment prior to use include, but are not limited to, manufacturing, inadvertently pulling on the tip of the sess during removal of the tip mandrel, insufficient support during preparation, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. It may be possible that while removing the tip mandrel, the tip of the sess may have been inadvertently grasped, and while pulling the tip with the mandrel, the separation occurred. However, this could not be confirmed. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that could have contributed to this complaint. Additionally, the lot release testing results were reviewed and this lot met all release criteria. Overall, a conclusive cause for the reported tip detachment could not be determined. However, based on the lot history review and similar incident results, there is no indication to suggest a product quality deficiency. To ensure this is not result of a manufacturing deficiency, 100% of the tips are inspected during loading of the mandrel on the manufacturing line. Additionally, a tip pull test is performed during reliability testing on-line.